Event description:
It was reported that the trach tube exhibited a leakage with the cuff. The pilot balloon was submerged in water, where bubbles were observed emerging from the tip. Another device was used, and the issue was resolved. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that leak seems to be located between pilot balloon and valve. This incident is evaluated to be isolated event with unknown root cause. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.